Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a diagnostic endobronchial ultrasound with guide sheath (ebus-gs) procedure, a black foreign object fell from the bronchovideoscope and into the trachea. The fallen fragment was reported to be approximately 2mm x 3mm and was collected endoscopically. The time required for collection was approximately 3 minutes. The scope was replaced and the procedure was completed. There was no reported patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field (h3) and correction to the initial with information inadvertently left out (g2). The device was evaluated by olympus. Olympus confirmed that the foreign material was bundled with the actual product, and thus the "foreign material fell " was reproduced. The foreign object was a black, rubbery, elastic solid. Analysis confirmed that the foreign object is a silicone resin. Furthermore, considering its properties, it matches the missing part of the forceps stopper, so it is thought the foreign object is the silicone rubber of the forceps stopper. Upon checking the included forceps stopper (maj-210), we found that the rubber was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the rubber in the slit being cut when the syringe was inserted and removed at an angle into the slit of the forceps stopper. However, the root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide correction with information inadvertently left out (h6).